Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2026 due to a bent cannula issue, which led to hyperglycaemia. The event occurred within three hours after insertion. The insertion site was the abdomen. The blood glucose level was 400 mg/dl at the time of the event, and ketones were present. The ketone level was identified as dangerous/life-threatening. The length of the emergency room stay was as the patient had just arrived. No further information available.